Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual and tactile analysis noticed numerous separations on the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a shaft break occurred. During use of the fetch 2 catheter inside the patient the device fractured. The device was completely removed from the patient. No patient complications were reported.